Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that an elective replacement indicator (eri) message was seen. The patient went in for an MRI a week and a half prior to this report and had not needed to adjust the implantable neurostimulator (ins) until the day prior to this report. The patient was in a lot of pain and the ins was not working. An attempt was made to adjust the ins but a screen with a doctor on it was seen. This along with the eri message occurred on (B)(6) 2015. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was needed, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.